Manufacturer narrative:
Unit had unresponsive act and up buttons due to corroded keypad traces. Also, corroded electronic assembly during visual inspection. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked and had been exposed to moisture. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.